Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the user interface (ui) membrane lifting on the heartmate 3 system controller, serial number: (B)(6), was confirmed during inspection. Upon initial inspection of the returned heartmate 3 system controller, the controller was found to have its ui membrane lifting slightly on the edge. The system controller was then functionally tested and was found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time without issues or alarms arising. Multiple good faith effort (gfe) attempts were sent to inquire if there were any patient consequences, patient details, if the system controller in use was exposed to liquid, and if any photos of the ui were available; however, no response was received. The root cause of the reported ui membrane lifting could not be conclusively determined. Incidental finding: wire fatigue in power cables. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU section 10 entitled ¿safety checklists¿ and the heartmate 3 patient handbook section f entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the system controller screen was lifting. The system controller was exchanged.